Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that no urine output was observed after the catheter was inserted. No patient injury was reported. Subsequently, the catheter was replaced.

Manufacturer narrative:
Received only the 3way catheter for evaluation. The reported event was unconfirmed as the problem could not be reproduced. No visual defects were noted on returned catheter. Per the functional evaluation, the balloon was inflated with 10cc of water and flow rate testing was administered. While inflated, the flow rate was 160ml/min, 160ml/min and 150ml/min. The internal flow specification for a sample of this product type is 100ml/min minimum, so the sample met the internal flow rate specification. Water was introduced through the drainage eye and came out from the drainage funnel without difficulty. The reported event was unable to be duplicated. The catheter was dissected and no conditions were found that could have contributed to the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "since movement of the body, etc. May twist or bend catheter to cause occlusion, care should be taken to fix the catheter securely. When urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that no urine output was observed after the catheter was inserted. No patient injury was reported. Subsequently, the catheter was replaced.